Event description:
It was reported that the anchor broke from the head during insertion. No further patient complications were reported.

Manufacturer narrative:
One 72202902 footprint ultra pk 5.5mm suture anchor device returned. The device is used. The torque limiter is functional. Audible click is heard with full rotation of the torque limiter. The anchor was included and shows signs of over-torque. No bone density was reported. S&n has specific site prep recommendations. Bone density is a substantial factor in deciding which site prep instrument to use. The inner insertion shaft is twisted and rotates off axis. This is indicative of losing axial alignment. Maintaining axial alignment is critical for successful placement. IFU reads: ¿the use of approved smith & nephew surgical instrumentation is strongly recommended to prepare the insertion site and maintain axial alignment between the insertion site and the footprint ultra pk suture anchor.¿ no root cause related to the manufacturing of this device can be established. No further investigation warranted. (B)(4).